Event description:
The patient called animas on (B)(6), 2012 alleging that the keypad buttons did not activate desired pump functions when pressed. She said the up arrow button had been sticking for 2-3 weeks and the morning she called it would not respond at all. The patient does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad was found to be completely unresponsive. The keypad was removed and contamination was found under the button contacts. Unrelated to the complaint, the display screen was found to be faded and miscolored.